Event description:
It was reported that the patient was experiencing difficulty charging. The patient underwent a revision procedure and during the surgery it was noted by the physician that the implantable pulse generator had flipped in the pocket, causing the inability to charge. Due to the age of the device he preceded to replace the device to ensure efficacy and best patient outcome. The patient has full therapy restored post operatively and is recovering well.

Event description:
It was reported that the patient was experiencing difficulty charging. The patient underwent a revision procedure and during the surgery it was noted by the physician that the implantable pulse generator had flipped in the pocket, causing the inability to charge. Due to the age of the device he preceded to replace the device to ensure efficacy and best patient outcome. The patient has full therapy restored post operatively and is recovering well.